Manufacturer narrative:
(B)(6) 2015 01:55 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tips peeled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Large buildup of charred tissue was observed at the jaws. A visual inspection was conducted. The entire cold boot was peeled and detached. The detached boot was not returned. The heater wire was flexed away and detached at the tip of the hot jaw. The heater remained attached at the base of the jaw. This failure mode was not reported by the account. Based on the condition of the device as found and the results of the investigation the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. Internal complaint number trackwise # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tips peeled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.